Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s sleep/wake button was unresponsive, and the user was guided to restart the pump, after which the button became responsive and blood glucose was unaffected. Symptoms included no reported clinical effects. Outcomes included no reported impact to health or therapy and no alerts or alarms. Investigation included remote troubleshooting and user education. Investigation of this case revealed a transient hardware responsiveness issue involving the sleep/wake control that resolved after a restart, with no impact on device delivery or glucose control. It was concluded, based on previously established findings for similar reports, that the cause was a temporary device performance issue resolved through user-performed reboot.